Event description:
It was reported that pump displayed cartridge change error when customer attempted to use device. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, removed pump from case, inspected cartridge seal and pump connection area, cleaned pump connection area, reattached cartridge securely, and followed on-screen steps to complete loading, after which insulin delivery was successfully resumed.